Event description:
Per the clinic, the patient experienced a skin flap necrosis and skin dehiscence resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.